Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found before use with a bd vacutainer® serum blood collection tubes. The following information was provided by the initial reporter, "during r&d testing in franklin lakes, a tube was found to have foreign matter inside it."

Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for foreign matter with the incident lot was observed. Additionally, evaluation/testing of the customer samples was performed and a clump of solidified silica on the sidewall of the tube was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that foreign matter was found before use with a bd vacutainer® serum blood collection tubes. The following information was provided by the initial reporter, "during r&d testing in franklin lakes, a tube was found to have foreign matter inside it.".